Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the suction irrigator tip fell off into the patient. The pieces were reported to have been retrieved in the same procedure. The procedure was completed with a backup instrument. A post-operative x-ray was performed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the instrument for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Field d6 is blank because the product is not implantable.